Event description:
It was reported that the right atrial (ra) lead exhibited right atrial (ra) lead undersensing, with health care professional noting inappropriate pacing on electrocardiogram (ECG) and concerned ra lead is not pacing correctly. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: ddbb1d1 ICD, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.